Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 85.6cm from the hub and appears to have been kinked prior to separation. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 26-feb-2019. It was reported that shaft kink occurred. The 90% stenosed, 28x3.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.25mm x 15mm quantum maverick balloon catheter was advanced for dilation; however, the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube separation.